Manufacturer narrative:
Sections with additional information as of 24-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: customer had contacted manufacturer on 15-sep-2021 to request further assistance with the true metrix air meter. Customer stated he felt well and did not report any symptoms. Coordinator had spoken with customer and transferred customer's information to technician. Technician attempted several follow-up attempts and was unable to establish contact with customer. Note 2: customer had contacted manufacturer on 24-sep-2021 and stated he was still obtaining e-3 error with the true metrix air meter. Customer also reported past medical intervention that had occurred on (B)(6) 2021. Customer stated he had performed a blood test and had obtained a result of 147 mg/dl (fasting/non-fasting status not disclosed). Customer stated he had been feeling weak and dizzy, 911 had been called and customer had gone to the hospital. Customer's blood glucose test result when at the hospital had been 169 mg/dl (fasting/non-fasting status not disclosed). Customer stated he was treated with medication (pill form, name undisclosed) and then had been discharged on the same day. Customer declined to provide any further details regarding the hospital visit. Customer did state that he has a lot of medical issues, he has had two strokes, and has a pacemaker. Customer did not have the true metrix air meter and test strips available to troubleshoot. Replacement product was sent to customer. Note 3: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2023 and test strips were opened two weeks prior to call. The customer reported feeling dizzy; medical attention was not needed at the time of the call. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.